Event description:
The customer reported that the companion 2 driver's right side pressure was higher than the selected setting. The patient was switched to a backup driver without adverse impact. This alleged failure mode poses a low risk to the patient, because it would not prevent the companion 2 driver from performing its life-sustaining functions. High right side pressure maintains full eject in the syncardia temporary total artificial heart (tah-t) right ventricle and has no adverse effect on the patient. The companion 2 driver will be returned for evaluation, and the results of the investigation will be provided in a supplemental MDR.